Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection.

Event description:
Patient reported "possible right side deflation and bilateral exchange." Healthcare professional additionally reported "right side possible deflation, pain, infection and exchange. " device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; d.9; h.3; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, void >1 mm in non-textured valve-to shell-bond area and one extended opening. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening striated in the side radius assessed as surgical damage.

Event description:
Patient reported "possible right side deflation and bilateral exchange." Healthcare professional additionally reported "right side possible deflation, pain, infection and exchange. " device has been explanted.